Event description:
Hosp recently became aware of a medical device that was removed and replaced because of possible malfunction. Pt was referred by their primary care physician, who on a routine visit, noticed inappropriate sensor in the tracings, which suggested a malfunction of the lead. The pt was taken to the or to have the lead replaced. Upon removal of the lead it was noticed that the iod device was showing signs of significant wear. Both the lead and the ICD were removed and replaced.